Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication (folic acid 5 mg/1 ml (10 ml) solution) did not generate a bulletin stock out report. The customer stated that stock out reports usually printed from a printer in the pharmacy once the inventory reached 0. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.